Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 and was admitted due to left ventricular assist device (lvad) alarms going off at 1 am and with complaints of palpitations. The patient was discharged later the same day. Discharge instructions included resuming home warfarin therapy at 7 mg monday through friday and 6 mg on weekends, with an international normalized ratio (inr) goal of 2 to 3. A transthoracic echocardiogram (tte) was ordered for outpatient follow-up. The patient would follow-up with the physician that place the patient's implantable cardioverter defibrillator (ICD). Patient interrogation revealed intermittent atrial fibrillation(afib) versus atrial flutter (aflutter) with rapid ventricular response (rvr). Home medications were expected to continue, including entresto (sacubitril/valsartan) 97/103 mg twice daily, farxiga (dapagliflozin) 10 mg daily, eplerenone 50 mg daily, verquvo (vericiguat) 5 mg daily, and lasix (furosemide) 40 mg daily. Carvedilol was increased to 6.25 mg twice daily for atrial fibrillation with rvr. The patient was seen in the clinic again on (B)(6) 2025 and reported doing well with no issues. No alarms had occurred since discharge, and there was no drainage from the driveline exit site. The patient was compliant with all medications.